Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. The shock impedances were noted to be 44 ohms, but gradually have risen to high out of range values at 151 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.